Event description:
Reportedly, the instrument misfired. The surgeon commented that it felt "wrong" after firing. When the anastomosis was inspected, it was incomplete. Add'l bowel was resected in order to create a new anastomosis. Another instrument was used to complete the case.